Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 2 bd vacutainer® sst¿ blood collection tubes leaked from a hole in their bottoms during use. The following information was provided by the initial reporter: "received a call from stating that the customer had a couple of tubes that were leaking from a hole at the bottom of the tube.". "Customer said it happened twice in the past few weeks. No exposure, they just had to disinfect everything, they did not take pictures and threw out the tubes. Samples had to be redrawn. No sample available. They checked their other stock and they found no other tubes with holes." "Phlebotomy had to recollect sample because the tube with hole had to be thrown out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd vacutainer® sst¿ blood collection tubes leaked from a hole in their bottoms during use. The following information was provided by the initial reporter: "received a call from stating that the customer had a couple of tubes that were leaking from a hole at the bottom of the tube." "Customer said it happened twice in the past few weeks. No exposure, they just had to disinfect everything, they did not take pictures and threw out the tubes. Samples had to be redrawn. No sample available. They checked their other stock and they found no other tubes with holes." "Phlebotomy had to recollect sample because the tube with hole had to be thrown out."